Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect of the image sensor unit, or the failure of the internal circuit board of video connector caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to damage on the charge-coupled device unit. Upon further inspection, it was observed that the insulation resistance value did not meet the standard value due to damage on the insertion pipe. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. Lastly, it was observed that the bending section cover, universal cord and the light guide cover glass had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had no image came out. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.